Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, negative vitros hiv combo (hivc) lot: 0460 results were obtained from patient specimens when tested on two vitros 5600 integrated systems. The vitros hivc results were discordant compared to non-vitros (lateral flow) method results and vitros hivc repeat results for the samples. Specimen 4, vitros hivc initial results of 0.09 and 0.15 s/c (negative), vitros hivc repeat results of 0.35 and 0.17 s/c (negative) versus a positive lateral flow result specimen 10, vitros hivc initial results of 0.12 and 0.11 s/c (negative) versus a positive lateral flow result and repeat vitros hivc results of 1.86 and 1.64 (reactive) specimen 17, vitros hivc initial results of 0.07 and 0.13 s/c (negative) versus a positive lateral flow result and repeat vitros hivc results of 6.79 and 6.36 s/c (reactive) specimen 18, vitros hivc initial results of 0.14 and 0.20 s/c (negative) versus a positive lateral flow result and repeat vitros hivc results of 56.57 and 47.26 s/c (reactive) the discordant, negative vitros hivc results were not reported from the laboratory as the vitros hivc reagent method was under validation at the customer site when the discordant results were obtained. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that discordant, negative vitros hiv combo (hivc) lot: 0460 results were obtained from patient specimens when tested on two vitros 5600 integrated systems. The vitros hivc results were discordant compared to non-vitros (lateral flow) method results and vitros hivc repeat results for the samples. A definitive cause of the event was not established. Improper handling of the specimens is a possible contributor to the event, as the customer was unsure how long to allow specimens to thaw and that the specimens were not re-spun prior to processing on the instrument. The vitros hivc instructions for use (IFU) states to allow specimens to come to 15-30 °c before use and thoroughly mix the sample prior to processing. Vitros hivc lot 0460 quality control (qc) fluid results were acceptable on the dates of specimen testing, however, the customer did not process sufficient hivc qcs to assess the performance of vitros hivc reagent lot 0460. There was no evidence of instrument issues, however, as diagnostic precision testing was not conducted throughout the time the discordant, negative vitros hivc results were obtained, instrument issues cannot be completely ruled out as contributors to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros hivc lot: 0460.